Manufacturer narrative:
Complaint was issued to report the homechoice cassette associated with the separation from the transfer set (same event). Continued the transfer set is still in use with the home pt.

Event description:
A customer contacted baxter technical service regarding a system error 2240 alarm during drain 4 of 4 of therapy using the homechoice system. The fill volume was 765ml. The home pt stated he rolled over and disconnected from the machine (pt line from transfer set). The svc rep had the home pt close of all the clamps, cycle the power to a system error 2367 alarm and press go to start. The svc rep explained both of the alarms and advised the home pt to finish therapy manually due to possible contamination in the lines. The system was operational. Per the home pt's nurse, there was no pt injury or medical intervention associated with this report.